Manufacturer narrative:
PMA/510(k) # k210476. This cancellation report is being submitted due to confirmation of cancellation agreed with quality engineering on the (B)(6) 2024 due to additional information received on 15-feb-2024 - use of fuji scope confirmed - to be captured in pr (B)(4). (MDR reference number 3001845648-2024-00027): to update to reported, used: 10 in pr (B)(4).

Event description:
This cancellation report is being submitted due to confirmation of cancellation agreed with quality engineering on the (B)(6) 2024 due to additional information received on 15-feb-2024 - use of fuji scope confirmed - to be captured in pr (B)(4). (MDR reference number 3001845648-2024-00027): to update to reported, used: 10 in pr (B)(4).

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needle stylate, needle got jammed and sheath not retrieving inside scope (original pr (B)(4) - MDR~3001845648-2024-00027). Confirmed on 15 feb 2024 that the same issue occurred on 5 different patients in total so this complaint was opened.